Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 355531 lot# n293843, implanted: 2011 (B)(6), product type screening device. (B)(4).

Event description:
Additional information was received which reported that per the patient's request, the patient's device was moved from the hip area to the abdomen on (B)(6) 2012. Refer to manufacturer's report # 3004209178-2013-01491 for additional patient and device information.

Event description:
It was reported that the patient experienced a burning sensation under the implantable neurostimulator (ins) and felt that the ins was rejecting itself from her upper buttocks. This pain was noted to "go into the patient's hip bone" and at times she couldn't walk because of it. This pain at the ins site was indicated to have started at implant. The reporter also stated that when the patient charged her device, her skin got hot and turned dark red. The ins was also noted to hit on things and "stuck out". The patient did not have any metal allergies but was allergic to "a lot of other things". The device was indicated to work well otherwise. The reporter stated that the patient's healthcare provider (hcp) thought that scar tissue may have been forming and stated that the skin over the ins looked too thin. The patient was having the device moved to her abdomen on (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Supplemental submitted for updates to conclusion, device and patient coding. (B)(4).